Manufacturer narrative:
(B)(4). The reported complaint of "leak - cuff" was confirmed based upon the investigation of the sample received. The returned sample was found to have a hole in the balloon cuff which prevented it from being able to stay inflated. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. Additionally, the IFU states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction is detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation.". A device history record review was performed, and no relevant findings were identified. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.

Event description:
It was reported that: "(B)(6) 2026, the doctor found cuff leakage when doing testing before using on patient. Change new tube."

Manufacturer narrative:
(B)(4). It was reported that: "cuff leakage was found when doing testing before using on patient." From the video attached it was confirmed the defect reported by the customer "leak - cuff". However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. A dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record (DHR) review was conducted for relevant materials and batches. No manufacturing or quality-related issues were identified. A review of the applicable risk documentation was performed and the failure mode is already included; no update is required. If the complaint sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that: "on (B)(6) 2026, the doctor found cuff leakage when doing testing before using on patient. Change new tube."